Manufacturer narrative:
The manufacturer previously reported that a device's system board was replaced to address a red screen alarm. The country of occurrence was left off the report in error. The country of occurrence is the united states.

Event description:
The manufacturer received information alleging a ventilator was displaying a red screen and alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a correction that stated the country of occurrence was left off the report in error. The country of occurrence is the united states. Although reported in the long text of the corrected data the country of occurrence was left blank again in section e. Section e has not been changed to reflect the country of occurrence.